Manufacturer narrative:
Reported event of no pacing could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within normal range of operation. Analysis performed, including output verification, found no anomaly contributing to reported events of no pacing. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during the initial implant procedure, loss of pacing was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.